Event description:
It was reported that there was air in the patient line of an automated peritoneal dialysis (pd) set with cassette. This occurred while the patient was connected for pd therapy. The patient care giver stated that the air was observed after the line got pulled while the patient was reclining. There was nothing found during troubleshooting that could have caused the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.